Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to atrial fibrillation (af). As a result, artifact was noted on the right ventricular (rv) channel. Therapy was not exhausted. A chest x-ray was performed and everything appeared normal. All lead parameters appeared stable. The noise issue could not be reproduced with pocket manipulation and arm movements. Technical services (ts) reviewed the available data and confirmed the artifact issue. Ts stated much of noise centers around intrinsic conduction but not always. The low amplitude appears to be oversensing of diaphragmatic myopotentials. It was confirmed that at the time of the event, this patient was running prior to getting shock. Ts recommended a thorough motion testing. The physician plans to admit this patient and consult with a cardiologist. The patient was discharged and no further information was available. Additionally, this patient was seen in clinic for additional testing due to recent inappropriate shocks that occurred after the hospitalization. No further noise was seen on the lead. A disk analysis was performed and confirmed that the noise was no longer evident to the same extent as before. However, noise was observed following the delivery of the 31j shock. The lead trend suggests stable performance. The events with atp also do not display noise. The noise appears to occur post shock and then subsides. The onset and stability feature was changed to hopefully reduce the chance of further inappropriate therapy. The patient will continue to be monitored via latitude (home monitoring system). At this time, this ICD remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to atrial fibrillation (af). As a result, artifact was noted on the right ventricular (rv) channel. Therapy was not exhausted. A chest x-ray was performed and everything appeared normal. All lead parameters appeared stable. The noise issue could not be reproduced with pocket manipulation and arm movements. Technical services (ts) reviewed the available data and confirmed the artifact issue. Ts stated much of noise centers around intrinsic conduction but not always. The low amplitude appears to be oversensing of diaphragmatic myopotentials. It was confirmed that at the time of the event, this patient was running prior to getting shock. Ts recommended a thorough motion testing. The physician plans to admit this patient and consult with a cardiologist. Additionally, the patient was discharged and no further information is available. At this time, this ICD remains in service and there were no additional adverse patient effects reported.